Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported the stimulation is hitting their front rib cage and not hitting their back causing irritation to their ribcage. Patient reported since having their implant the stimulation is hitting their legs and not their back. Patient mentioned they had their implant adjusted over 100 times by manufacturer representatives (reps). Patient noted they had an MRI 2 weeks ago and they think the implant might've moved. Patient mentioned that the implant might've been in the wrong place since the beginning. Patient stated the trial was great and device was in the right spot during the trial. Patient mentioned surgery on thursday to reposition their implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.